Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that vasopressors and sedative medications leaked from the stopcock, resulting in hypotension and agitation in the patient. There was patient involvement.